Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an undefined issue with the pump history and "slow performance." Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.